Event description:
The dilator/sheath was defective, the peel down sheath tab broke off of sheath while in pt. Handle on inserter kept coming apart. Item medcomp split cath iii reference (B)(4) lot# mgpf110. Diagnosis for use: dialysis.